Event description:
Patient has been a non-user for past year, when tried to use device, there was no sound. Using the appropriate diagnostic equipment. It was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery has not been scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.